Event description:
Procedure type: urological/gynecological. According to the reporter, the pt was treated for her pelvic organ prolapse and other symptoms. Pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #349447 for a "pelvicol".